Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) popped while it was inside the patient. There was no reported patient injury. The type of procedure and approach (antegrade or retrograde) were not released by the account. The deployer was trained on the device. A 5f non-cordis sheath was used. Femoral artery suitability was verified by angiography or venography, including confirmation of a 30¿45-degree insertion angle. The vessel type was arterial. The device was not used in a vessel other than the femoral artery or vein. The vessel diameter was verified to be greater than or equal to 5 mm. Information regarding vessel tortuosity and the presence of peripheral vascular disease or calcium at the puncture site was not released by the account. Hemostasis was achieved with manual compression; the duration was not provided. The device was stored and prepared according to the instructions for use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) popped while it was inside the patient. There was no reported patient injury. The type of procedure and approach (antegrade or retrograde) were not released by the account. The deployer was trained on the device. A 5f non-cordis sheath was used. Femoral artery suitability was verified by angiography or venography, including confirmation of a 30¿45-degree insertion angle. The vessel type was arterial. The device was not used in a vessel other than the femoral artery or vein. The vessel diameter was verified to be greater than or equal to 5 mm. Information regarding vessel tortuosity and the presence of peripheral vascular disease (pvd) or calcium at the puncture site was not released by the account. Hemostasis was achieved with manual compression; the duration was not provided. The device was stored and prepared according to the instructions for use (IFU). One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed, with the sealant exposed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device for this evaluation. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to the frayed/split/torn condition of the sealant sleeves. However, the catheter working length was verified and noted to be within the defined specification. The dimension was obtained using a calibrated ruler. An attempt to perform an inflation/deflation functional analysis was conducted; however, it could not be completed due to a balloon loss of pressure identified during the evaluation. A simulated deployment test was performed manually, during which button 1 and button 2 were fully depressed, and the balloon was fully retracted, completing the intended deployment sequence. Additionally, an attempt to evaluate insertion and withdrawal through a csi was performed using the 5f non-cordis csi received with the device and a lab sample; however, the device could not be reinserted into either due to the frayed/split/torn condition of the sealant sleeves, which impeded further evaluation. A high-magnification microscopic evaluation was executed to evaluate the balloon. During this analysis, the presence of a tear was observed. The exact cause of the balloon tear could not be determined based on the available evidence. However, this conclusion is consistent with cases where the observed damage may result from handling, procedural, or other non-manufacturing related factors. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device due to the tear noted on the balloon. Additionally, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the frayed/split/torn condition of the sealant sleeves noted. However, the exact cause of the tear found on the balloon and the observed condition of the exposed sealant could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issues experienced. However, procedural/handling factors (such as the use of excessive force), access site vessel characteristics (which were not provided), and/or concomitant device factors most likely contributed to the reported event since excessive force with the device, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, procedural/handling factors with the device likely contributed to the frayed/split/torn condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred during the procedure or due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ also, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) popped while it was inside the patient. There was no reported patient injury. The type of procedure and approach (antegrade or retrograde) were not released by the account. The deployer was trained on the device. A 5f non-cordis sheath was used. Femoral artery suitability was verified by angiography or venography, including confirmation of a 30¿45-degree insertion angle. The vessel type was arterial. The device was not used in a vessel other than the femoral artery or vein. The vessel diameter was verified to be greater than or equal to 5 mm. Information regarding vessel tortuosity and the presence of peripheral vascular disease or calcium at the puncture site was not released by the account. Hemostasis was achieved with manual compression; the duration was not provided. The device was stored and prepared according to the instructions for use. The device will be returned for evaluation. Addendum: the sealant was found exposed from the sealant sleeves on product evaluation.